Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the cutter was non-functional. Aspiration presence is unknown. There was no report of patient harm. Additional information and product samples have been requested.

Manufacturer narrative:
The finished goods consumable lot was manufactured with four probe lots. A device history record review for each of the probes lots was conducted the product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there was one other complaint for the reported issue. The probe was visually examined and determined to be visually conforming. The sample was functionally tested for aspiration, actuation and cut. Aspiration, actuation and cut tests were all deemed conforming. The initial testing for actuation was deemed nonconforming, due to the cutter not closing. A retest showed the cutter was able to actuate and close the cutter to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This test is then considered conforming. The probe was determined to be conforming to all visual and functional specifications. The device history record of the lot number provided indicated product was released according to alcon¿s acceptance criteria. The root cause for this event is unknown. An investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. (B)(4).